Event description:
The physician was attempting to deploy a 3.5 mm diameter x 15 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt that exhibited 90% stenosis and was located in a moderately tortuous vessel. It was reported that during the withdrawal of the stent back into the guide, the guide positioning was lost while trying to engage the rca. Resistance was reported on withdrawal of the device, which required gentle manipulation. It was reported that the stent did not reach the lesion and when the stent was removed from the pt, the stent was reported to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (pt vessel/lesion morphology, 90% stenosis and moderately tortuous vessel), (interaction with the stent and the guide catheter), (stent deformation and failure to deliver device). Device evaluation: the first and the fifth proximal stent segments were raised and deformed. The second and sixth proximal stent segments were slightly raised. There was a blood residue between balloon folds. The stent was positioned on the balloon between marker bands as per specifications. Please note that this device (eres335015x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp35015ux)